Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 530 mg/dl. The customer¿s other blood glucose level was 500 mg/dl. The customer stated that the high blood glucose level because of the bent cannula. The customer was not admitted into the hospital as a result of the high blood glucose. The customer did not experiences any symptoms related to the high blood glucose. The troubleshooting was declined by patient¿s mother. The customer was treated with the glucose and the manual injection. The insulin pump will not be returned for analysis.